Event description:
After an implantation period of approximately 8 days it was reported that the lead was explanted due to loss of capture. Patient reported that they had fallen on the shoulder where the device is located. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found squeezed and damaged 24 cm distal to the is-1 connector pin, which is assumed to be the root cause of the observed loss of capture. The damage most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.